Manufacturer narrative:
Date of event: the peritoneal infection occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion (dose, route, frequency and duration were not reported) and an unspecified anti-inflammatory drug (intraperitoneal, dose, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.